Event description:
IV tubing that was part of the taxotere infusion leaked when roller clamp was released on start of infusion. Immediately stopped infusion, disconnected, and contained leak. Noted an abrasion thinning of tubing in the line that caused a small hole in tubing when clamp was released. The patient was unharmed and the leak was cleaned up.